Event description:
It was reported that the patient was unable to adjust stimulation. An out of regulation (oor) message was being displayed. The patient was reportedly last programmed over the weekend prior to the report and the oor condition occurred since ¿sometime in august¿. There were no noted shorts per impedance testing. There was however ¿xxx¿ displayed or opens on other electrode pairs besides the ones that were being used for programming. The patient was programmed to ¿b1, 2-, 4+ and b2, 4+, 7- at a rate of 260 hz and pulse width of 210 us. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).